Event description:
Injection of synviscone into right knee under sterile conditions. A (B)(6) man with prior history of gout, 2 previous arthroscopic right knee procedures, dsd right knee by MRI, tray right knee was injected on (B)(6) 2014 with synvisc one under sterile conditions. Two days later pain and swelling right knee. Knee aspirated (B)(6) 2014. A 40ml cloudy fluid removed. Reaspirated (B)(6) 2014 - 50 ml cloudy fluid removed results below admitted (B)(6) 2014. Arthroscopic drainage, debridement (B)(6) 2004 to hospital. Dose of amount: 6ml, frequency x 1, route: intraarticular knee diagnosis or reason for use: osteoarthritis right knee gout.